Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in excellent condition. Failed force sensor calibration at zero pounds. Error history log review found no error. The root cause of the reported issue was found to be the force sensor was out of calibration. The whole force sensor assembly was carefully inspected no physical or any other damaged was found. Actions were taken to mitigate the reported issue: calibrated the force sensor and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump had a force at zero failure. No patient injury was reported.